Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a breach in aseptic technique which resulted in bacterial peritonitis and subsequently died. The breach in aseptic technique was further described as the patient reusing their equipment. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (additional details not reported). Three weeks after the onset of peritonitis, the patient died while still hospitalized due to the peritoneal infection. No additional information is available.